Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator's touchscreen was not responding. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced and the display board needs replaced to address the issue.

Manufacturer narrative:
It was initially reported, the device's system board was replaced and the display board needs replaced to address the issue. The ventilator was returned unrepaired as per the customer.

Event description:
The manufacturer received information alleging a ventilator's touchscreen was not responding. There was no harm or injury reported. The device has not yet been received by the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.